Event description:
Procedure type: lap hernia repair. Pt gender: unk. According to the reporter: the metal bar involved in the fixation of the foam grip snapped and bent, causing failure of t10sb and loss of pneumoperitoneum. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. Pt status fine.

Manufacturer narrative:
.